Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received a left ventricular assist device (lvad) at an unknown time, which was oversensed by the ICD, causing an inappropriate shock to this patient. The health care professional (hcp) asked if polarity can be changed. Technical services (ts) reviewed the event and provided information. This device remains in service. No additional adverse patient effects were reported.